Manufacturer narrative:
After further review, it was found explant was performed due to wrong power calculation. No device problem was reported and the event is assessed as not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936- 2021- 00229. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight: unknown, information not provided. Ethnicity: unknown, information not provided. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was explanted from patient's left eye due to large refractive surprise (-1.00 + 3.50 x015) and patient was extremely unhappy with outcome due to severe image ghosting. Additional details received confirms that there was no issue with the lens. No sutures were done. Patient¿s condition significantly interfered with daily activities of life (like reading, driving etc.) The patient had pre-existing medical condition of forme fruste keratoconus. The patient was in nominal condition at the time of discharge. Suspect product is not returning. No further information available.